Event description:
It was reported that the camera head had no image on the screen (it remained black). There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image has linear scratches. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there is corrosion on cover unit and coupler unit. Due to damage on camera unit, the image has linear scratches. The cause of the complaint is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.